Manufacturer narrative:
Out of an abundance of caution, this adverse event is being reported, as patient movement contributed to the dissection. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
Patient underwent a right transcarotid artery revascularization under local sedation. As the arterial sheath was being inserted, the patient moved. An angiogram showed that there was a dissection at the arterial insertion site. After an unsuccessful attempt to reposition the sheath, it was decided to close the arteriotomy and re-access proximal. The procedure was then completed without issue. Prior to closing, two additional 9x40 stents were placed in the common carotid artery up to the sheath tip to cover the dissection. Final angiograms in two views demonstrated good results. An ultrasound evaluation of the cca was also performed to demonstrate patency. The patient was neurologically intact for the duration of the procedure.